Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed. No additional adverse patient effects were reported. The device is expected to be returned for analysis.